Event description:
It was reported that no insulin flow occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported today during injection, there was no insulin flow. She was able to get her dosage by the third pen needle, 2 pen needles did not flow during injection. Does not prime before use. "Consumer has a total of 22 pen needles collected between a few boxes, including the two pen needles, she's reporting today. 2 boxes: lot number unknown. She does not know which failed pen needle belongs to which box out of the 22 samples she's sending back, 2 pen needles came from lot: 8281678".

Manufacturer narrative:
H.6. Investigation summary: customer returned (38) used 32g x 4mm bd pen needles without tear drop labels attached. Consumer reported today during injection, there was no insulin flow. All 38 returned pen needles were examined, and it was observed that 31 pen needles had bent non-patient end (npe) cannulas, and seven had broken npe cannulas, however, no evidence of manufacturing defects was observed. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the consumer would think the pen needles were clogged (as reported). Since all 38 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, broken npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 8281678. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-11-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that no insulin flow occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported today during injection, there was no insulin flow. She was able to get her dosage by the third pen needle, 2 pen needles did not flow during injection. Does not prime before use. "Consumer has a total of 22 pen needles collected between a few boxes, including the two pen needles, she's reporting today. 2 boxes: lot number unknown. She does not know which failed pen needle belongs to which box out of the 22 samples she's sending back, 2 pen needles came from lot: 8281678."